Manufacturer narrative:
Section b5: additional information.

Event description:
The site communicated that the patient underwent a pump exchange due to the fractured driveline that was causing pump stops. The device will be returning for evaluation. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) , identified an internal driveline issue that could have contributed to the reported driveline fault and pump off alarms, which were confirmed through the evaluation of the submitted system controller log files. The submitted log files captured several driveline faults and associated yellow wrench advisories throughout (B)(6) 2019 and (B)(6) 2019. In addition, several pump stops and low speed hazard/advisory events were observed throughout (B)(6) 2019 while the system controller was connected to 14 v li-ion battery power. Minor power elevations up to 8.5 w were observed during some of these events. Low flow hazard alarms were also observed during these events, which were associated with the low speed hazard alarms. Additional driveline fault alarms, pump stops, and low speed events were observed on (B)(6) 2019, after the reported controller exchange. The account communicated that the patient underwent a pump exchange due to the suspected driveline issue. (B)(6) was returned assembled with the driveline severed approximately 10.5¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 33¿. The previous driveline repair was observed approximately 19.5¿ through 23.5¿ from the metal connector surrounded by several layers of tape. Metal braided shield breakdown was observed approximately 9¿ through 11.5¿ from the pump housing, with further breakdown observed approximately 19.5¿ from the metal connector. Visual inspection of the underlying wires revealed fractures in the inner conductors of the orange and yellow wires approximately 9.5¿ from the pump housing. In addition, breaches in the insulation of all 6 wires were observed approximately 9¿ through 9.5¿ from the pump housing, and further breaches in the insulation of the orange, yellow, and green wires were observed approximately 10.5¿ through 11¿ from the pump housing. All of the observed driveline damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield, and it resulted in exposed inner conductors. If the damaged inner conductors of the orange or yellow wires caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline faults and associated yellow wrench advisories observed in the submitted log files. In addition, if the exposed inner conductors of wires from any two phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stops and low speed events observed in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years 9 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received controller fault alarms on their controller. Upon interrogation of the controllers, there was an extensive history of pump off alarms and the controller fault alarm. These issues appear to be due to a phase to phase short caused by the perc lead. Replacing the controller may only temporarily resolve the controller alarms but the controller alarms will likely reoccur. The site communicated that the patient is currently on an ungrounded cable and the patient is not a surgical candidate.